Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-36473. It was reported that the patient presented for revision of the right atrial lead. It was discovered that the lead" was not working" after the implant of an additional lead. A subsequent chest x-ray confirmed that the lead was dislodged. While attempting to position the replacement atrial lead the helix failed to extend and retract. The procedure was completed using a secondary replacement lead. No patient consequences were reported. Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.